Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all patient, event and device information davol has received to date. A DHR review on the reported lot has been conducted. All paperwork appeared complete and accurate. No manufacturing issues were identified. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned nor has a specific product problem been reported. No conclusion can be drawn at this time.

Event description:
Information reported to davol fa via maude event report (submitted by patient to FDA): on (B)(4) 2010--patient underwent umbilical hernia repair with ventrio mesh implant. Patient reported he experienced six months of discomfort, pain, infection and lower quality of life. Ni/ni/ni--patient underwent a mesh explant procedure and the surgeon repaired the hernia via a primary approach. Patient reports this explant was needed as he had a autoimmune reaction to the patch.